Event description:
It was reported that after confirming the patency of the catheter, blood leaked near the base of the extension tube of the red luer connector side approximately 5 minutes after the reverse connection. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 15cm powertrialysis dialysis catheter. Biological residues were observed throughout the sample. Caps were attached to the blue and purple luer adapters. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. Attempts to infuse water through all three lumens of the sample revealed the lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample. No deficiencies were discovered during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after confirming the patency of the catheter, blood leaked near the base of the extension tube of the red luer connector side approximately 5 minutes after the reverse connection. There was no reported patient injury.